Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was performing a venous embolization (pelvic congestion syndrome) in the ovarian vein and removed a misplaced coil using an amplatz gooseneck snare.  Initially, the coil was partially in the ovarian vein, but it couldn't be removed using the goose neck. After repositioning it with a balloon, it was successfully retrieved with the snare. Upon coil removal, it was discovered that the marker had detached from the catheter belonging to the gooseneck snare and had migrated to the renal vein. Notably, the catheter with the marker was first attempted to be inserted via a 7f guiding sheath,  but this was unsuccessful, leading to its introduction via a regular sheath. The physician tried to retrieve the marker, but did not succeed. So it was left in the renal vein without complications.

Manufacturer narrative:
Image analysis:4 still images were provided for evaluation. Image 1: an image of the hoop. Image 2: the share wire removed from the hoop loaded in a catheter with a torque device attached and the marker band is evident to be o the end of the catheter. Image 3: this is an image of the patients vascular. There appears to be a round shape object loose in the patients vascular. Image 4: round object considered to be the marker band loose in the patient vascular. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.